Manufacturer narrative:
Lot #: h21h25054 and h21i10062. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter. Subsequently, the patient was diagnosed with peritonitis. The cause of the disconnection was not reported. It was reported 36 days after the disconnection the patient presented to the hospital, was admitted and treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event and had no symptoms. The patient was discharged seven days after hospital admission. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.